Manufacturer narrative:
B3: (B)(6) 2023 used as an approximate event date as actual date is unknown.

Event description:
It was reported that the balloon failed to deflate. A synergy megatron mr ous 4.50 x 12mm was selected for use during a percutaneous coronary intervention. The target lesion was 66% to 75% stenosed and moderately calcified. During the procedure after inserting the stent, the physician noted that the balloon would not deflate. Negative pressure was held for 15 to 20 seconds; however, the balloon was unable to be deflated. The balloon and guide catheter were both removed from the patient while the balloon was still inflated. The stent remains implanted within the patient, and no patient complications resulted from this event.